Event description:
Home pt (hp) reports leak with cassette of homechoice set. Hp reports "moisture" noted on cassette membrane at the end of automated peritoneal dialysis therapy. Hp notified rn and was instructed to continue treatment following day with manual exchanges. No pt injury or medical intervention required per hp. Swap device received.